Manufacturer narrative:
One actual, partial sample was received and evaluated in a laboratory environment. The returned cannula measured 12 inches long and was found to have fractured at the tip end, where the metal needle is joined to the cannula. The end where the metal needle attaches was not returned for evaluation. The break area was at a rough 45 degree angle and was very jagged in appearance. The cannula did not appear to be embrittled. There were no stress marks on the cannula that would have indicated that the cannula had been kinked. The condition of the returned, partial sample appears to be related to post manufacturing damage as the product was verified to be intact prior to use. Without the remainder of the complaint sample being returned, further evaluation cannot be performed and the exact cause of the sample condition could not be determined. A review of the device history record showed the product was manufactured under the reported lot number passed all inspections with no rejections noted. A review of the subassembly components showed they all passed incoming inspections and qualifications. The certificate of compliance received from the supplier showed the lot was manufactured, inspected, and packaged in accordance with the specification for the product. Basline report previously filed.

Event description:
It was reported that a portion of the cannula with the metal needle attached, broke off from the remaining cannula during a transurethral injection procedure. The break in the cannula appears to have occurred beyond the metal portion of the needle. The cannula with the metal needle was immediately located and removed from the patient during the initial procedure. There was no impact to the patient.